Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to customer's blood glucose level. Customer completed necessary steps to remove air from cartridge and used room temperature insulin, but did not refill or overfill the cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.